Event description:
The customer reported an erroneous luteinizing hormone (lh) result, for one patient, involving the unicel dxi 800 access immunoassay system used in conjunction with the access hlh (hypersensitive luteinizing hormone) assay. The erroneous result was released out of the laboratory and questioned by the physician. The patient was treated with lupron based on the erroneous result. The patient's sample was reanalyzed and treated with heterophilic blocking reagent (hbr) and recovered a lower result. The sample was analyzed through an alternate methodology and also produced a lower result. There has been no report of additional treatment or current patient outcome to date. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) performed system check and high sensitivity system check; both passed within specifications. The fse verified carryover, pipettor matching, and pump function were within specifications. The instrument performed within published performance specifications. A definitive cause of the incident is unknown.